Event description:
It was reported that the device triggered alarms upon powering on. This event occurred during testing.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported that the pump triggered alarms upon powering on. Complaint confirmed by turning on the pump. It is verified that battery not working error occurs during self-test. The pump is repaired by replacing the battery. Replaced the left and right clutch, worm gear, worm coupling, and motor to fix the travel reverse error. Replaced the right plunger case because it is cracked. Visual and functional testing was performed. The main cause of customer¿s complaint was faulty main battery. Review of event log found no relevant information. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair.